Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer experienced high blood glucose. The customer's blood glucose level was 400 mg/dl. At the time of incident the sensor glucose value was 309mg/dl and blood glucose value was 251 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis. Customer treated their high blood glucose with insulin pump. The product will not be returned for analysis.